Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while opening packaging with bd vacutainer® flashback blood collection needle the IV shield was loose leaving needle exposed. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, it found that the IV shield loosen, did not stabbing staff.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the IV shield is observed to be removed from the sample. The molded ribs in the inner diameter of the IV shield and the molded ribs on the outer diameter of the female luer cannot be seen from the photos. If the physical sample was provided these ribs can be checked for any causes of the loose IV shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that while opening packaging with bd vacutainer® flashback blood collection needle the IV shield was loose leaving needle exposed. There was no user impact. The following information was provided by the initial reporter, translated from chinese se to english: when opening the package, it found that the IV shield loosen, did not stabbing staff.